Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the submitted system controller log file was reviewed and showed a total of 256 events. Events were captured on (B)(6) 2022 and (B)(6) 2025. A power b broken fault activated a driveline power fault alarm on (B)(6) 2022. The driveline power fault alarm was cleared on (B)(6) 2022 followed by the system controller being removed from service. The pump was connected to this system controller again on (B)(6) 2025, and the pump operated at the set speed without issue. Flow was captured at 3.2-4.1 lpm on (B)(6) 2025 through (B)(6) 2025. The pump appeared to be operated at the set speed without issue, and there were no other notable alarms.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed a driveline power fault alarm; however, a specific cause for this finding could not be conclusively determined through this evaluation. Review of the submitted log files on the event date of (B)(6) 2022 confirmed that a driveline power fault alarm was activated and later cleared on the same day. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable alarms active in the reviewed log file data. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. A, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website no further information was provided. The manufacturer is closing the file on this event.